Event description:
The consumer reported that the patient was unable to get stimulation to turn off in her body since (B)(6) 2016. In addition, the patient reported falling in (B)(6) 2016. Troubleshooting was not possible during the initial time of report as the patient did not have her patient programmer with her at that time. It was noted that the patient had an appointment with the healthcare professional scheduled for (B)(6) 2016; the patient was advised to inform the healthcare professional of the reported falls and feeling stimulation. The patient's indications for use included other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.